Event description:
It was reported that a patient underwent a midline laparotomy procedure on an unknown date and suture was used on fascia tissue. The patient developed a wound dehiscence with evisceration on (B)(6) 2011 and underwent an incisional hernia repair procedure on the same date. Closure of the wound dehiscence was also performed on (B)(6) 2011. The patient was discharged from the hospital on (B)(6) 2011 and the patient has recovered completely.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: pds ll plus antibacterial suture; pds ii (polydioxanone) suture.